Event description:
Additional information was received indicating that a revision procedure was performed. During the procedure, the right ventricular (rv) lead was capped and replaced. The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the right ventricular lead impedance was high. All other electrical parameters were stable and in range. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
A remote transmission recorded episodes of noise and oversensing on the right ventricular channel. A system revision is anticipated but has not yet been performed. Until then, the patient will continue to be remotely monitored.